Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to protruded/loose drive support disk. The insulin pump had a broken belt clip slot, cracked battery tube threads, reservoir tube lip, reservoir tube, reservoir tube window, case window display corners, lcd window and scratched lcd window.

Event description:
It was reported that the insulin pump alarmed during the prime process. The blood glucose reading is 200 mg/dl. Customer stated that the insulin pump was dropped on the floor. The drive support cap is flush. Advised the customer that the insulin pump will be replaced. Nothing further reported.